Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support; however, the customer was unable to complete the check at the time of report. Customer changed the pump supplies and resumed insulin delivery. Customers blood glucose level was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.